Manufacturer narrative:
Date of event: (B)(6). Date of report: 25aug2019. The customer could not reproduce the reported issue. The customer replaced the defective blower and blower motor controller board. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
The customer reported that the device displayed an error code air valve liftoff failure (e/c 1012). There was no patient involvement.